Event description:
The customer reported that sealing was unable to be completed because of a regrasp alarm. There was no injury to the pt. Initial testing of the device discovered that it would self-active while it was being latched.

Manufacturer narrative:
(B)(4). The device was plugged into the generator and latched. It self-activated intermittently as a result. The device was also found to self-activate in the unlatched position. The device was disassembled and 2 of the 4 rivets holding the hand switch post in place were damaged. This caused the switch to sit loosely and enabled the device to self-activate. The self-activation also contributed to the regrasp alarms in the customer's original report. Engineering and manufacturing have been notified of the report.